Event description:
Arjo pearls bed headrest design includes a zipper and cover. The base of the zipper is covered by a foam / silicone flap that inadequately covered the zipper. This allowed the zipper to come into contact with the pt's skin causing friction and pressure that caused a wound. Preexisting weight loss, pt. Vascular disease/poor healing, was admitted for existing wounds. Unk - bed / headrest returned to MFR and distributor. Distributor / equipment owner arjo intl., 2349 w. Lake st, ste 250, addison, il 60101. Manufacturer synergie - sterrekrooss 6, 4941 vz, raamsdonksveer, netherlands. Bed therapy duration about 4 days.